Manufacturer narrative:
Sensory, cognitive, or motor deficits are documented perioperative risks for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.

Event description:
It was reported that a patient experienced generalized weakness; fall; trouble walking, getting in and out of bed, holding objects; as well as confusion with an onset date of (B)(6) 2021 (litt procedure date indicated as (B)(6) 2021). The event was indicated as mild in severity and was not reported as meeting any seriousness criteria. Intervention was indicated as steroids and the event was indicated as resolved (B)(6) 2021.